Manufacturer narrative:
Gas loss in iab circuit occurs when helium loss is detected due to leaks or high diffusion. Alarm triggers if cumulative loss is greater than 5 cc per hour and inflation 80 ms or greater and deflation 250 ms or greater. Causes 1. Loose luer or connector connections 2. Off label use.

Event description:
(B)(6) an ICU rn, called into the emergency support program line requesting instructions to print an alarm and trigger log. Esp personnel provided the steps and she successfully printed the requested log. She reviewed the alarm log and stated the last two alarms were catheter restriction and gas loss. There was no current alarm at the time of the call. Esp personnel reviewed the nature of both alarms and the proper troubleshooting for each. (B)(6) verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secured. She reported the patient had an axillary inserted balloon catheter. An axillary disclaimer was provided. Esp personnel and (B)(6) reviewed probable causes that could trigger both of those alarms. No patient harm or injury was reported.